Manufacturer narrative:
(B)(4). D10: unknown - unknown articular surface - unknown unknown - unknown tibial component - unknown unknown - unknown patella - unknown suggested component code: mechanical (g04) - femur no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right initial knee surgery. Subsequently 2 months post-op, the patient presented with knee pain. An x-ray was taken where a femoral condyle fracture was seen. Subsequently, the patient was revised. All components except the patella were revised. Attempts have been made and all available information has been provided.